Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and a change in morphology. The smartpass feature had disabled itself due to the low intrinsic amplitudes and slow events due to undersensing. Also, the shock impedance was up to 114 ohms, which is high but within range. There were no additional adverse patient effects. It was reported that the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and a change in morphology. The smartpass feature had disabled itself due to the low intrinsic amplitudes and slow events due to undersensing. Also, the shock impedance was up to 114 ohms, which is high but within range. There were no additional adverse patient effects. It was reported that the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes and a change in morphology. The smartpass feature had disabled itself due to the low intrinsic amplitudes and slow events due to undersensing. Also, the shock impedance was up to 114 ohms, which is high but within range. There were no additional adverse patient effects. The system remains implanted.